Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached in the 20's mmol/l (360's mg/dl) less than 24 hours after the pod was activated. Upon removal he noticed the cannula was kinked at the tip. There were no additional bg levels or history provided.